Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the tip of the syringe was damaged. The noted damage was the tip was partially separated from the body of the syringe. Despite noted syringe damage, an attempt to use was made.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the product was already damaged upon opening the package. The tip of the syringe, which was included in the device packaging "had already been out of the straight" and the syringe became unusable due to air ingress from the damage part of the tip when performing puncture. A different syringe was used to complete the procedure. No patient complications have been reported as a result of this event.